Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 555 mg/dl and 283 mg/dl (test strip vial 1) and 328 mg/dl and 170 mg/dl (test strip vial 2). No adverse event reported. The results were taken from 2 test strip vials with the same lot number. Return of the suspect device was requested for evaluation.